Manufacturer narrative:
One sample was received for evaluation. Visual inspection found no defects. Functional testing was able to confirm the reported failure mode. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the perfusion line was leaking at the filter on the cadd extension set. There was no medical l intervention required. Patient was the user of the device. There was patient involvement and no patient harm/adverse event reported.